Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. It was noted that there was visible moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings:a visual inspection of the pump revealed that there was moisture in the battery compartment. A leak test revealed a leak in the battery compartment due to multiple cracks. The pump was opened and no further evidence of moisture damage was found inside the pump.